Manufacturer narrative:
This facility received a letter regarding undisclosed damages to a catheter that may have been manufactured by this company. Per this facilities standard operating practice this medwatch is being reported as worst case scenario. The device has not been returned to this facility for evaluation.

Event description:
This facility received a letter regarding undisclosed damages to a catheter that may have been manufactured by this company. Per this facilities standard operating practice this medwatch is being reported as worst case scenario.